Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biopsy channel port was loosened by receiving higher torque that design expectation led to the biopsy channel port having a hole. The phenomenon can be detected by handling device in accordance with the following information for use (IFU). Operation manual "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ reprocessing manual "reprocessing the endoscope(and related reprocessing accessories)_ leakage testing of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the scope failed the water dunk test due to a leak from the biopsy port. The leak had penetrated the scope connector where fluid invasion started. The scope was opened and sent to aeration for 2 hours. After the aeration process, dry corrosion was found in the adhesive of the control body, scope connector, electrical connector, and bending section with a cut on the charged coupled device shrink tube. Scattered red, green, blue in image could be found. The bending section cover adhesive, and glue was removed during the evaluation. Switch/camera 1 through 4 were not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a hole in it. The issue was found after the procedure during reprocessing while cleaning out the working port. There were no reports of patient harm.